Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced three occlusion alerts while using an inset infusion set with 23-inch tubing, after which insulin delivery was resumed each time, and the issue was resolved only after a full supply change that included connector and tubing. Symptoms included hyperglycemia, with blood glucose rising to 370 mg/dl and subsequently trending down to 316 mg/dl after the supply change. Outcomes included temporary interruption of insulin delivery with recovery following replacement of the infusion set components. Investigation included remote troubleshooting and user education on supply replacement. Investigation of this case revealed an infusion set occlusion associated with the infusion set component and tubing/connector, which resolved after replacement, consistent with device performance affected by infusion set obstruction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion related to the disposable infusion set pathway.